Event description:
It was reported that this pacemaker exhibited increased power consumption. Technical services (ts) confirmed that the power consumption was increasing in a gradual fashion, leading to premature battery depletion (pbd). Device replacement or battery status reevaluation was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited increased power consumption. Technical services (ts) confirmed that the power consumption was increasing in a gradual fashion, leading to premature battery depletion (pbd). Device replacement or battery status reevaluation was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received, it was reported that the patient underwent a revision surgery in which the pacemaker was explanted. No additional adverse effects were reported. This device has not returned for analysis.

Event description:
It was reported that this pacemaker exhibited increased power consumption. Technical services (ts) confirmed that the power consumption was increasing in a gradual fashion, leading to premature battery depletion (pbd). Device replacement or battery status reevaluation was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received, it was reported that the patient underwent a revision surgery in which the pacemaker was explanted. No additional adverse effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.